Event description:
Event description guidant received information that, 57.6 months post-implant, this implantable cardioverter defibrillator (ICD) was explanted. There is an expressed concern regarding premature battery depletion.